Event description:
True core biopsy instrument would not operate properly to obtain tissue sample. Second biopsy instrument obtained which worked for 2 samples than would no longer work either. Should be able to obtain multiple samples with one instrument. No patient harm.